Event description:
The nurse manager reported that this extension set was being used as part of the intravascular system administering total parenteral nutrition (tpn) at a rate of 2cc-5cc per hour using a pump to an infant. One of the nicu nurses observed the infant's bedding was wet and that a leak appeared to originate from the extension set. It was reported that when the extension set was replaced, the infant's blood sugar spiked from 70 to 350. The infant allegedly developed a germinal matrix hemorrhage and a grade IV brain bleed. Attempts to learn the current status of the infant were not successful. The extension set was returned to the MFR for eval. The lot number is unk. No further info is available.

Manufacturer narrative:
(B)(4).